Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The battery low alarm was identified during functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flo-gard infusion pump presented a low battery alarm. There was no report of patient involvement. No additional information is available.